Event description:
It was reported that a patient had prodisc-c device removed and was fused at that level, c-5/c-6. Patient had surgery to remove the prodisc on (B)(6) 2010. No other information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Placeholder.

Event description:
The patient experienced severe symptoms¿incapacitation, unable to perform¿interfered with daily activities and was hospitalized with surgery. It was reported that the event was resolved, but patient impairment is unknown. The prodisc implanted is model omd-5.

Manufacturer narrative:
The exact part number could not be identified device was used for treatment. Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is one of one reports for complaint (B)(4).

Manufacturer narrative:
The as received condition is n/a since no implant was returned for evaluation. Since no explanation for the prodisc-c removal and subsequent fusion was given, a review of the functional and design requirements traceability matrix (fdrm) or implant risk analysis (fmea) cannot be completed. No changes to these documents are warranted at this time. Without any cause or hazard behind the product complaint, no complaint review, journal review, or design evaluation is possible. No change to the implant design, technique, or design documentation is warranted at this time. Additional information was received on 11/4/2013. Original awareness date was 12/22/2010.